Manufacturer narrative:
(B)(4). Other device used: catalog #00784801300, zimmer kinectiv femoral neck, lot #61710088, manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to slightly elevated ion levels. During the revision, corrosion was noted.

Manufacturer narrative:
Visual examination of a photo shows some black debris just inside the femoral head taper. There is also a black/grey coloration on the flat, distal plane of the femoral head. A photo of the explanted liner shows some yellow coloration on the concave articulating surface. The degree of corrosion present on the femoral neck taper is unknown. The manufacturing documentation for the femoral head and kinectiv neck was reviewed with no deviations or anomalies identified. The devices were used in treatment. The products had an in-vivo time of over 4 years at the time of revision. Product compatibility was confirmed. No additional complaints have been received against the manufacturing lots of the femoral head or kinectiv stem. With the information provided, a definitive root cause as to the reported femoral head taper corrosion cannot be stated at this time.